Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the hospital for unrelated reasons. The device was unable to interrogated after multiple attempts during interrogation. The patient was stable and was discharged.